Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lg (light guide) objective lens was severely chipped, component failure of the distal end cover glass, the insertion section was dented, component failure of the outer tube, component failure of the lg (light guide) bundle, objective lens had crystallization attached to it, the light guide bundle of distal end was folded/broken, the heating function displayed an e104 error, and component failure of the defogging function. Based on the results of the investigation, it is likely that the reportable malfunctions were caused by component failures; however, a definitive root cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the laparoscope exhibited a color cast. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.